Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Some accessories were found stuck inside the channel mount, that caused the brush and forceps to not pass. In addition to evaluation in b5, due to clogging of nozzle, water removal ability did not meet the standard value. Objective lens had a chip. Objective lens had a scratch. Plastic distal end cover had a dent. The adhesive on the bending section cover was detached. The scope cover had a scratch. Grip had a scratch. Grip had discoloration. Suction cylinder was shaved. Forceps channel port was shaved. The switch button 1 had a cut. The switch button 3 had a scratch. The scope connector had a scratch. The light guide cover glass had a scratch. Scope connector case unit had a scratch. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported, the evis exera ii gastrointestinal videoscope a channel cleaning brush was stuck in suction channel. The event occurred during reprocessing. There was no report of patient harm. During incoming inspection, there was an unknown yellowish/brown foreign material in the nozzle due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.